Event description:
Alaris pump infusion set tubing, lot # (10)20116053, became disconnected just below the drip chamber when rn was priming blinatumimab. Rn was wearing all appropriate ppe and did not come in contact with medication. Medication spilled onto sterile barrier. Device was disposed of as primed with biotherapy. There was no harm involved. There was no patient involved.